Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws with an unk type of monopolar instrument in order to remove them. There was no patient injury or blood loss. The surgeon opened another instrument in order to complete the procedure.

Manufacturer narrative:
(B)(4). To date the sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow up report will be submitted.